Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous unspecified vessel. The 3.00mm x 38mm promus element plus stent was advanced to the lesion however resistance was encountered. The physician tried to retract the device into an unspecified guide catheter once, but the stent came into contact with the guide catheter. It was found out that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the hypotube was kinked distal to the strain relief. Hypotube kinks are consistent with excessive force being applied to the device during handling/use. A visual examination also identified stent damage. Stent struts were lifted and misaligned on rows 2 to 4 and row 9 from the proximal end of the stent and also row 14 from the distal end of the stent. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. It was reported that the physician tried to retract the device into a guide catheter once, but the stent came into contact with the guide catheter and was lifted. The directions for use states; "do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur." The most probable root cause is considered user related. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous unspecified vessel. The 3.00mm x 38mm promus element plus stent was advanced to the lesion however resistance was encountered. The physician tried to retract the device into an unspecified guide catheter once, but the stent came into contact with the guide catheter. It was found out that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.